Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed data from the complaint time frame had been overwritten due to continued pump use. There was evidence of installation of a partially discharged battery on 02/19/2014 in the black box data. The battery compartment was found to be undamaged and had no evidence of moisture ingress. The battery cap was able to be properly secured to the pump. The pump powers on normally and no power issues were observed during testing. Electric current draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life. The reporter noted no damage to or moisture within the pump. Troubleshooting was unable to be completed at the time of the complaint. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.